Event description:
It was reported that the patient became unstable. The greater than 70% stenosed target lesion was located in the mildly calcified and moderately tortuous left circumflex artery. Following pre-dilation with a 3.00 x 12mm nc emerge, a 3.00 x 20mm agent dcb was advanced but was unable to cross the lesion. A 3.00 x 10mm wolverine cutting balloon was then used to prep the lesion. Following intravascular ultrasound, a 3.50 x 24mm synergy stent was successfully implanted. The physician then decided to move on to treat a lesion in the left anterior descending artery but was unable to cross with non-boston scientific small balloons. A 1.25 rotalink plus burr was introduced, but the patient was unstable while using the rotablator, procedure was stopped, and the lesion was alone for future interrogation. It was further reported that the patient was not unstable when they presented for the procedure and that when the patient became unstable, an intra-aortic balloon pump (iabp) was attached and an echocardiogram (echo) was performed. It was further reported that the patient's electrocardiogram (ECG) demonstrated st segment elevation.

Event description:
It was reported that the patient became unstable. The greater than 70% stenosed target lesion was located in the mildly calcified and moderately tortuous left circumflex artery. Following pre-dilation with a 3.00 x 12mm nc emerge, a 3.00 x 20mm agent dcb was advanced but was unable to cross the lesion. A 3.00 x 10mm wolverine cutting balloon was then used to prep the lesion. Following intravascular ultrasound, a 3.50 x 24mm synergy stent was successfully implanted. The physician then decided to move on to treat a lesion in the left anterior descending artery but was unable to cross with non-boston scientific small balloons. A 1.25 rotalink plus burr was introduced, but the patient was unstable while using the rotablator, procedure was stopped, and the lesion was alone for future interrogation. It was further reported that the patient was not unstable when they presented for the procedure and that when the patient became unstable, an intra-aortic balloon pump (iabp) was attached and an echocardiogram (echo) was performed.

Event description:
It was reported that the patient became unstable. The greater than 70% stenosed target lesion was located in the mildly calcified and moderately tortuous left circumflex artery. Following pre-dilation with a 3.00 x 12mm nc emerge, a 3.00 x 20mm agent dcb was advanced but was unable to cross the lesion. A 3.00 x 10mm wolverine cutting balloon was then used to prep the lesion. Following intravascular ultrasound, a 3.50 x 24mm synergy stent was successfully implanted. The physician then decided to move on to treat a lesion in the left anterior descending artery but was unable to cross with non-boston scientific small balloons. A 1.25 rotalink plus burr was introduced, but the patient was unstable while using the rotablator, procedure was stopped, and the lesion was alone for future interrogation.